Event description:
Reportedly, during the device follow-up performed on (B)(6) 2012, no memory data or statistics were available on aida memory screen or overview screen. The device pacing mode was set to aair and there was no ventricular lead connected on this dual chamber pacemaker. An explanation is requested.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. (B)(4). Conclusion: because no ventricular lead is connected to this device, it will remain in not implanted state. As a consequence, aida data will never be available. Please note that, as described in the implant manual, a dual chamber pacemaker reply switches in nominal mode (vvi, 60min -1) when elective replacement indicator is reached. The elective replacement indicator (eri) is controlled by: a magnet rate 80 + or - 1 min -1. Battery impedance of 10 kilohms.